Event description:
The rptr did back to back (rapid succession) blood glucose tests. Results were 162 and 124 mg/dl. Rptr did not have any symptoms. A control solution test was 136 (88-132); however, using new vial of test strips and newly opened control solution, rptr had an in range result of 128 (96-144). No harm was alleged. On follow up, the rptr often gets too much blood on test strips, and has also placed an extra drop on the strip. Meter cleaning method has not been thorough.